Event description:
Prior to a novasure endometrial ablation the physician performed a laparoscopy with a tubal ligation. During the novasure ablation the physician noted "the pt had [an] extremely floppy cervic". The physician inserted the first disposable device and could not pass vacuum. A hysteroscopy was performed and the pt's cavity "did not have look of imperfection". The physician inserted a second disposable device and the ablation procedure was completed. A hysteroscopy was performed and the physician felt "she could see a hole in the right cornua". A laparoscopy was then performed and when the physician "pick up [the] right tube she found [a] perforation below the tube". There was no "apparent injury to the pelvic side wall or bowel". The pt was given a dose (unknown amount) of antibiotic cefazolin sodium (ancef). There was no intervention required for the perforation. The pt was kept overnight for observation. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).